Manufacturer narrative:
The fractured interbody was received and the complaint was confirmed. Note the inserter was not returned for evaluation. Examination of the device found the cage was fractured into five pieces right at the threaded inserter attachment feature consistent with excessive off angled force. The insert and twist procedure required for implantation of the large mp cage requires adequate distraction, excessively forcing the implant on the inserter or leaving the inserter too loose during malletting can result in fracture. No definitive root cause can be determined however, implant selection, insufficient space prep/distraction, off-axis impact with the mallet or an attempt to forcibly rotate an over sized implant in the disc space is suggestively the causes or contributors to the event. No additional investigation can be completed. Labeling review: "...warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks." "...all implants should be used only with the appropriately designated instrument..." "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "...devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."

Event description:
The cage was implanted according to the surgical instructions using the insert and rotate technique. When the cage was rotated to its final position, it broke into several fragments. All fragments have been removed. The patient was then treated with new cages and the case was finalized.